Manufacturer narrative:
(B)(4).

Event description:
It was reported "the cvc guide has distal damage, so it was already placed in the patient, but the guide and the catheter could not be passed. Another new equipment had to be used to be able to install the catheter." No patient harm or injury reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The actual sample was not returned; however, the customer provided two photos for analysis. The complaint of swg unraveled in use was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of swg unraveled during use was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the cvc guide has distal damage, so it was already placed in the patient, but the guide and the catheter could not be passed. Another new equipment had to be used to be able to install the catheter." No patient harm or injury reported. Patient condition reported as "fine."